Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced irritation around insertion site. Patient claimed the irritation looked like bumps. Patient reported that he is allergic to the senor wire. Patient sought medical advice and doctor recommended neosporin. No medical intervention was required.